Event description:
Related manufacturer reference number: 2017865-2024-58036. It was reported that the pacemaker and the right ventricular lead exhibited unspecified oversensing. It was noted that a 10 second pause was confirmed, emergency hospitalization, and primary pacing was performed. The device was explanted and replaced. The patient was in stable condition.